Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
Initial information was reported that during a novasure endometrial ablation the cavity integrity assessment test failed (cia). The customer called to speak with applications to assist with troubleshooting and a second device was used to complete the ablation without issue. " a tubal was performed either pre or post ablation." Three days post ablation the patient complained of fever and upon examination no bowel burn or perforation was found. The patient was under observation and after antibiotics "the patient is doing fine." Additional information provided on (B)(6) 2019 noted the patient is recovered, no infection determined and discharged from the hospital on (B)(6) 2019.